Event description:
Customer called on (B)(6) 2011, reporting of a leak of approximately 5-10 ml coming from the beckman coulter coulter lh 750 hematology analyzer but was unable to determine the source of the leak. Customer reported that the instrument was also giving hgb voteouts (non-numerical results: - - - - -). No death or injury was attributed to this event and there was no change to patient treatment. Customer noted that no patient results were affected by this issue. Customer was wearing gloves, a lab coat and eye protection at the time of the event and was not exposed to the leak. Field service engineer (fse) was dispatched and discovered a third party service tech had placed the yellow stripe tubing for waste from the baths onto vent fitting # 86 instead of the fitting on top of the main waste chamber. The fse replaced the yellow striped tubing at the waste chamber and repair was verified per established procedures. Root cause for the leak was attributed to the baths waste line being incorrectly attached by a third party service technician.

Manufacturer narrative:
(B)(4).